Event description:
It was reported that during a angioplasty treatment procedure, a balloon rupture occurred. The target lesion was severely calcified. This 8mm x 2.00mm apex monorail balloon catheter was selected and ruptured at 12atms. The procedure was completed by stenting with an unknown device with an excellent outcome. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).